Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-00823 & 03380).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2009. Legal counsel further reports that patient underwent a revision procedure on (B)(6) 2015 due to patient allegations of pain, swelling, pain with walking and rising from seated position and weight bearing. Review of invoice history confirms both surgery dates and that the modular head and taper adapter were removed and replaced during the right hip revision procedure on (B)(6) 2015. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right hip revision on (B)(6) 2015 due to metallosis, pain, weakness, elevated metal ion levels, leg length discrepancy and implant locking/catching. Operative report further noted bursal tissue and staining of synovium with metal debris. The modular head, taper adapter and acetabular cup were removed and replaced with a biomet head and taper adapter and a competitor cup and liner.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2009. Legal counsel further reports that patient underwent a revision procedure on (B)(6) 2015 due to patient allegations of pain, swelling, pain with walking and rising from seated position and weight bearing. Review of invoice history confirms both surgery dates and that the modular head and taper adapter were removed and replaced during the right hip revision procedure on (B)(6) 2015. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.